Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Reliability analysis inspected 1 opened/used enlite sensor and performed the bicarbonate buffer test per (B)(4). The sensor passed with accurate readings.

Event description:
The customer reported via phone call that her insulin pump inappropriately suspended due to a sensor glucose of 56 mg/dl despite a blood glucose of 170 mg/dl. The customer confirmed that she has had bent cannulas with past sensors. The sensor was returned for analysis and a replacement sensor was shipped to the customer.